Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record cannot be performed as no lot/serial number was provided. The subject device has not been made available to olympus for evaluation. The customer was unable to provide details regarding device disposition. A definitive root cause of the reported phenomenon cannot be determined as this time. Olympus will continue to monitor complaints for this device.

Event description:
Further communication with the customer conveyed the following information: the problem with the gya-5 forceps broken tips was first noticed during reprocessing. No other devices were involved in the event. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
Device was received and was noted to be a model device that is non serviceable. The root cause of the reported failure cannot be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
Tips were reported to be broken. No further information provided regarding the event. No patient involvement, no user injury reported.